Manufacturer narrative:
Additional information: device manufacture date received.

Event description:
The surgeon aborted navigation before it was possible to determine the amount of inaccuracy in the procedure. There were no unused spins and no delay to the procedure as a result of this issue. No revision was required.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a t2-c3 cervical spinal fusion, an imprecision was observed on one trajectory view in the application software. It was reported that the imprecision was noted to be posterior at the t2 and t1 vertebrae. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The video provided was reviewed but provided no insight regarding the cause of the issue. If information is provided in the future, a supplemental report will be issued.